Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamer attachment of the grater handles have worn down so they are no longer able to be held by the stryker reamer attachment. This caused a surgical delay of 20 minutes.